Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this. The caller did not specify whether the issue affected blood glucose levels. Technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to reach out again if any malfunction codes reappear.